Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient who was implanted with a neurostimulator for non-malignant pain and other non-malignant pain. It was reported that the patient was going to have an unrelated shoulder MRI. It was reported to the caller that the device was not working. The caller did not know what this meant. It was reported that there were symptoms related to the device or therapy. The caller could not clarify the report. The event date was asked but unknown. It was reviewed that the caller should encourage the patient to contact the manufacturer.